Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on the insulin pump was not responding and that there was a crack on the battery area. Customer was not sure how this damage occurred but did mention that the insulin pump got rained on. The blood glucose reading was 108 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage to keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.